Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the drive support cap popped out and that she pushed it while connected because it kept popping out. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.

Manufacturer narrative:
The insulin pump was received with detached end cap, cracked case at the display window corner, reservoir tube, broken reservoir tube lip, cracked display window and missing the end cap sticker. The drive support disk was inspected and no anomaly was noted.